Event description:
Patient spontaneously called in to report her cadd legacy pump serial number (B)(4)(0729/2020) is alarming high pressure. Checked tubing and pump and was not able to find external cause, advised patient to go to ER to have her central line checked. Pump is not being replaced until central line checked. Patient will call pharmacy back if pump needs to be replaced. Patient stated she was going to the ER. And she has been admitted. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing since patient had been admitted to hospital for observation. Error occurred while in use but did not cause any harm to the patient. Patient was able to successfully switch to her back up pump and continue her infusion with no interruptions in her therapy. Reported to (B)(6) by: patient/caregiver.